Manufacturer narrative:
(B)(4). Evaluated 4 open/used reservoirs(plungers and 2 of 4 transfer guards not returned). Reconnected new lab plungers and performed pre-fill reservoirs test per (B)(4); 2 of the transfers guard not returned using a 2 new lab transfer guards; found reservoirs no leakage and no air bubbles anomaly when removing new lab plungers, also ran basal, bolus leaking test per (B)(4) as follow: installed reservoirs and connector into 7xx pump. Conclusion: reservoirs not leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The leak was past the second o-ring. Customer reported that the reservoir had air bubbles and transfer guards broke. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.